Manufacturer narrative:
An event of insufficiency was reported. The reported tear was confirmed. Leaflet 2 was torn from stent post 3. There was fibrous pannus ingrowth on the inflow surface of leaflets 2 and 3, and the outflow surface of leaflets 1 and 3, straddling their commissure. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus ingrowth and leaflet tear could not be conclusively determined; however, the host to device reaction (pannus formation) on the outflow surface, along with the selected valve size (21 mm) larger than the replacement valve (19 mm), are possible evidence of fusion to the patient aortic wall. This, along with the pannus noted on the inflow surface, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Information from the field indicated that the patient had a medical history that included calcification and stenosis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted in a calcified and stenosed native valve. On 27 february 2019, the patient was admitted to the hospital with symptomatic aortic insufficiency. Tte revealed a ncc rupture from the cusp at the rc and nc commisure. On (B)(6) 2019, the valve was explanted and replaced with a carpentier edwards magna valve. The patient is reported to be recovering.